Manufacturer narrative:
The pump was received with all operating currents within specification and passed functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self-test, unexpected restart and displacement tests. The pump passed the delivery accuracy test. The pump was received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector noted. The motor was tested outside the device and it passed. The pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump did not prime all the way. The buttons on the insulin pump were hard to press. Customer's blood glucose level was running high but was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.